Event description:
The healthcare professional reported that during an endovascular coil embolization procedure targeting a left internal carotid-posterior communicating artery (icpc) aneurysm performed by simple technique, the complaint device, a 95cm emboguard 87 balloon guide catheter (bg8795u / 0000192109) was inserted into the left common carotid artery and further advanced with the concomitant intermediate catheter, a sofia¿ 6f intermediate catheter (microvention) guiding to the internal carotid (ic) distal cervical. Angiography confirmed spasm from the proximal cervical region and the emboguard was pulled back near the ic root and the procedure was continued; however, the length of the intermediate catheter was not long enough to advance to the target. It was replaced with an optimo catheter (effective length of 90 cm) and the procedure was completed. The spasm reportedly improved and ¿the patient was fine.¿ continuous flush was maintained. Other concomitant devices used during the procedure were an excelsior® sl-10® microcatheter (stryker) and a chikai 14 neurovascular guidewire (asahi intecc). On 10-aug-2023, a response to the question of whether dilator or access catheter was used (please specify) was as follows: ¿yes, sofia 6f, chikai14 and excelsior sl10 were used.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not provided. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (0000192109) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Arterial spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels and is listed in the emboguard instructions for use (IFU) as such. Since the event occurred during the use of the emboguard device, the relationship between the emboguard device and the reported spasm cannot be ruled out. Therefore, the event will be conservatively reported to the us FDA under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Reference: pilgram-pastor sm, et al. J neurointervent surg 2021;0:1¿7. Doi:10.1136/neurintsurg-2021-017349. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.